Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any piece of the needle retained in the patient? What measures were taken to retrieve the broken piece? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle? What tissue structure is the needle located? Are there any plans to remove the needle? If yes, please indicate date has there been any medical or surgical intervention performed? Update to patient condition. Lot number. Product return.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2017 and suture was used. While closing the incision when the surgeon got to the last stitch, the surgeon was having a tough time getting the needle through. Upon further examination of the suture it was obvious that the very tip had broken off. There were no adverse consequences for the patient. Additional information has been requested

Manufacturer narrative:
A failed suture needle was received for evaluation to assess the fracture mode of the failure. A fracture was observed using a scanning electron microscope. Mechanical damage was observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.